Event description:
The clinician reports, the implant was inserted (B)(6) 2021 in ada 18. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event, the patient experienced: pain and inflammation. No further patient complications were reported.